Event description:
Received maude event report from the FDA through the medwatch program ((B)(4)).

Manufacturer narrative:
The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution and there are no similar incidents against this batch. A follow-up report shall be submitted once the full investigation has been completed.